Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06710. It was reported that guide wire entrapment occurred. A kinetix plus guide wire was selected for use and was preloaded with a 16x2.75mm promus premier¿ stent to treat the coronary artery. However, the guide wire was unable to advance past the tip of the stent and stent delivery system (sds) was unable to cross the lesion. Both devices were removed from the patient and outside patient's body, it was noted that the kinetix guide wire was stuck inside the sds. The physician then exchanged the devices with another kinetix plus guide wire and the procedure was completed with implantation of another 2.75x20mm promus stent. No patient complications were reported and patient's status is fine.